Manufacturer narrative:
(B)(4). Batch # r9208j. Investigation summary: the analysis results found that the device was received with the black tissue pad detached and not returned and with evidence of body fluids and tissue pad material in the groove section of the clamp arm. Also, the device was returned with the blade scratched and cracked. The device was connected to a test handpiece and a gen11. During functional testing on gen11, an alert screen was displayed. The device was analyzed and it was determined that it was possibly used in more than one procedure based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device.¿ then the device was disassembled to inspect the internal components and no anomalies were noted. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. No conclusion could be reached as to what caused the black tissue pad issue. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device, and, therefore cannot conclude root cause. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, ¿tighten assembly¿ alert screen was displayed by generator. Then ¿replace instrument¿ alert screen was displayed. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.